Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted within the native bicuspid aortic valve using cusp-overlap technique (cot). The valve appeared on constrained in cot view during final valve check but the physician decided to release the valve. After the release, the nosecone was carefully retrieved but when the guidewire was pulled down on the ventricle, the valve dislodged. The first valve was snared and fixed in a safe position. A new valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34, (lot: 0012101423); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012052298); product type: 0195-heart valves; implant date ; explant date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. It was reported that when the guidewire was pulled down on the ventricle, the valve dislodged. It was additionally noted that the patient's bicuspid valve contributed to the dislodgement. Dislodge events are typically not related to a device malfunction. This event does not indicate device malfunction or misuse contributed to the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that two pre-implant balloon dilations were performed with a 23 mm balloon at the outset of the procedure. It was reported that a non-medtronic safari small guidewire was used during the procedure. The deployment starting point for the first valve was at the bottom of the pigtail. Prior to valve dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). It was reported that the valve dislodged in the aortic direction. After the dislodgment, the valve embolized in the sinotubular junction (stj). It was noted that the patient's bicuspid aortic valve contributed to the dislodgment.